Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable, check therapy electrode messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was the cable connecting the distribution node (dn) to the rear therapy electrodes being pulled from the strain relief, causing the solder joint connecting the rear pulse wires to break. The root cause for the strained cables was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that a patient was recieving check thearpy electrode messages and that the belt was damaged.